Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an internal fixation surgery, one (1) cannulated impactor - short sheared off upon removal from a semiextended drill guide. The procedure had been completed, without any delay, using the same device. No patient harm was reported as a consequence of this issue.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed that the returned cannulated impactor - short has pieces of the threaded tip broken off. These pieces were not returned. The returned semiextended drill guide revealed that the threads are stripped on this device. These devices show signs of significant wear and use. This inspection was conducted by naked eye. The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the cannulated impactor - short. Therefore, no investigation is deemed for the other device. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B5: event description.

Event description:
It was reported that during an internal fixation surgery, one (1) cannulated impactor - short sheared off upon removal from a semiextended drill guide. The procedure had been completed, without any delay, using the same device. No piece fell into the patient and no harm was reported as a consequence of this issue.